Event description:
It was reported that the device would pop out of brake (brakes do not remain engaged; brakes unexpectedly disengage during use). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
H3 other text : device not accessible for testing. Customer cancelled.

Event description:
It was reported that the device's brakes do not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the brakes do not remain engaged due to broken/damaged brakes side control link. This issue was resolved for the customer by replacing the side control link. Model number and serial number was updated.